Event description:
Suicide attempt by patient on (B)(6) 2013 by unplugging pump, found by family member who plugged the pump back in. Time pump was off is unknown. CT showed major thrombus in graft. Lvad will not be exchanged. Patient will be treated medically.